Manufacturer narrative:
This information is based entirely on journal literature. This event occurred outside the us. All information provided is included in this report. Patient information is limited due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: pacemaker-mediated tachycardia: what is the mechanism? Pacing and clinical electrophysiology 2018;41(11):1549 - 1551. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed that contained information regarding an implantable pulse generator (ipg) and a pacing lead. The article discussed the case of a patient that one day post implant of the ipg system complained of having a fast pulse. It was determined the patient experienced orthodromic endless loop tachycardia (elt) resulting from ventricular over-sensing in the atrial channel. The ventricular lead was pacing in the atria due to lead dislodgement from the right ventricular septum into the right atrium. The author explained that sensing assurance by the device played a role in over-sensing and perpetuation of the orthodromic elt. Additionally, there was over-sensing of the ventricles in the atrial channel and sensing of atrial activity in the ventricular channel. The combination of ventricular over-sensing, lead dislodgement, and possibly the sensing assurance function created the setting for far field dual chamber pacemaker orthodromic elt. The status of the ipg and lead is not known. Further follow up did not yet yield any additional information. No further patient complications have been reported as a result of this event.